Event description:
It was reported that during an unk procedure, the device misfired and jammed. Not noted how case completed. No pt consequence noted.

Manufacturer narrative:
H.6: damaged firing mechanism. Evaluation summary: the analysis results found that the instrument was returned with the firing trigger stuck halfway and with the original cartridge loaded in the instrument. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 9/10 fired and the left side was 1/10 fired. The cartridge was disassembled to verify the condition of the pan lockout tab and was found normal. The instrument was disassembled to verify the condition of the internal components; the firing trigger teeth were found damaged and the left shroud pinion axle support was found damaged. No functional test was performed due to the condition of the instrument.